Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Please note that this is not a late MDR submission but rather to provide the correct manufacturer report number from 2016493-2020-00379 (which was timely submitted on 03/26/2020 and but was inadvertently indicated as "instrument"). Patient is a pediatric. Although requested, patient demographics was not provided.

Event description:
It was reported that the syringe adapter set broke at the top. It was noted that no medication was infusing at the time of the event. The event occurred in pediatrics unit. Although requested, additional information was not provided.

Event description:
It was reported that the syringe adapter set broke at the top. It was noted that no medication was infusing at the time of the event. The event occurred in pediatrics unit. Although requested, additional information was not provided.

Manufacturer narrative:
The customer report that the syringe adapter set broke at the top was confirmed based on inspection of the as-received broken set. It was observed that the set's vented spike component was broken off from the upper fitment of the pump chamber assembly component. Further inspection of the broken vented spike component pieces observed the surfaces/breakage to be rough and uneven. The nature of the breakage indicates a ductile fracture (vs. A brittle fracture) that is typically caused by an external lateral force. The root cause of the external force was not identified.